Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the physician does not allege the performance of the device contributed to the noise and/or oversensing. No intervention was performed regarding the device.

Event description:
It was reported that during a remote follow up, right ventricular (rv) noise resulting in oversensing was noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating a revision procedure was performed and the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.